Event description:
It was reported that on (B)(6) 2013, a revision surgery was required on the pt's left shoulder to extract three magnum 2 anchors that had separated from their "butterfly" wings in the acromial space and in the posterio-lateral space of the humeral head. Surgeon noted that he thought this occurred due to poor bone quality and the pt not following post operative directions.